Event description:
It was reported that during the implant procedure of an asymptomatic patient; the right atrial lead exhibited noise. The noise was oversensed and was not programmable by adjusting the sensitivity. No other anomalies were found and the cause of noise could not be determined. The lead was not used and a new lead was implanted successfully. The patient's condition was stable post procedure.